Event description:
Customer reported via phone call that they had experienced high blood glucose level. Blood glucose level at the time of incident was 475 mg/dl and the current blood glucose level was 105 mg/dl. Treated with manual injections. Customer had been using insulin pump within 48 hours of reported. The auto mode feature was not active at the time of incident. The symptoms reported were thirsty, sleeping. The troubleshooting was performed. No further patient complication were reported. The customer will discontinue the use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.